Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable defibrillator exhibited high shock impedance measurements on the non-boston scientific right ventricular (rv) lead. High out-of-range impedance measurements on the non-boston scientific right atrial (ra) lead have also been observed since 2017. Possible electromagnetic interference (emi) was suspected to be the cause. Reprogramming efforts were performed and the plan is continuing to be monitored. Subsequently, a revision procedure was performed, and the device system was explanted and replaced. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable defibrillator exhibited high shock impedance measurements on the non-boston scientific right ventricular (rv) lead. High out-of-range impedance measurements on the non-boston scientific right atrial (ra) lead have also been observed since 2017. Possible electromagnetic interference (emi) was suspected to be the cause. Reprogramming efforts were performed and the plan is continuing to be monitored. Subsequently, a revision procedure was performed, and the device system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable defibrillator exhibited high shock impedance measurements on the non-boston scientific right ventricular (rv) lead. High out-of-range impedance measurements on the non-boston scientific right atrial (ra) lead have also been observed since 2017. Possible electromagnetic interference (emi) was suspected to be the cause. Reprogramming efforts were performed and the plan is continuing to be monitored. Currently, this product remains in service and no adverse patient effects are reported.

Event description:
It was reported that this implantable defibrillator exhibited high shock impedance measurements on the non-boston scientific right ventricular (rv) lead. High out-of-range impedance measurements on the non-boston scientific right atrial (ra) lead have also been observed since 2017. Possible electromagnetic interference (emi) was suspected to be the cause. Reprogramming efforts were performed and the plan is continuing to be monitored. Currently, this product remains in service and no adverse patient effects are reported.